Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr ous 4.50 x 20mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A break was identified in the midshaft with severe stretching and kinks along the polymer extrusion. Multiple kinks were noted along the hypotube shaft. Balloon cones were reviewed and were subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 17apr2024. It was reported that removal difficulties were encountered. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the proximal left anterior descending artery to the left main. A 4.50 x 20mm synergy megatron drug-eluting stent was deployed, but when the physician tried to retrieve the balloon, it got stuck about one-third in the guiding catheter. The entire guiding catheter, guidewire, and stent balloon were all pulled out, and the procedure was completed successfully. No patient complications were reported. However, returned device analysis revealed that the shaft was broken.